Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on error code on 8300 unit. Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: confirm to tech. Error code 571.6241 has to do with the etco2 board on unit has to be replace the sensor status is missing on unit, can first replace the microstream disposable device if does not resolve replace the etco2 board on unit confirm part # and price quote without tax.